Manufacturer narrative:
Additional information: based on the received information from the field, the implant housing post-operatively migrated from its intended position. Additionally, suppuration in the scar was noted. Furthermore, a post-operative partial migration of the active electrode was observed. A revision surgery to reposition the housing and reinsert the active electrode was successfully carried out. The device remains implanted and in use.

Event description:
The recipient's implant migrated and suppuration in the scar, that did not heal, was observed. A revision surgery was performed to reposition the implant housing and reinsert the active electrode. Reportedly, good neural responses were obtained afterwards and all channel impedances were within specification.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The recipient's implant migrated and suppuration in the scar, that did not heal, was observed. Re-positioning surgery is planned for (B)(6) 2024.